Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-apr-2024, it was reported, that on (B)(6) 2024 the patient experiend high blood glucose (specific value unknown) due to occlusion. Therefore, patient tried to treat with the boluses and changed the infusion set (ifs). In the upper buttocks it was inserted and regularly site location was rotated. The issue resolved when infusion set replaced and resumed insulin. No further information available.